Event description:
A report was received that the patient was experiencing discomfort at the pocket site. It was also reported that the pocket site feels uncomfortably hot if the patient leans back against a surface. Jolting sensation was also noted. The patient was given a trigger point injections.